Event description:
It was reported that patient presented to the emergency department due to palpitations. Remote transmission data revealed the atrial lead exhibited undersensing during atrial arrhythmia episode. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.